Manufacturer narrative:
Concomitant product: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative regarding a patient who was receiving morphine [10 mg/ml] at a dose of 4 mg/day via an implantable pump for lumbar radiculopathy and spinal pain. It was reported on (B)(6) 2016 that an MRI was performed (was not due to a problem with the device or therapy), and that after the MRI the patient tried to use the personal therapy manager (ptm) and got an error code. A short time later, the patient tried to use the ptm again and the error code was gone but she got a lockout with a time remaining until 6 pm. It was noted that the patient was unable to get to the clinic after the MRI but would come in the next day ((B)(6) 2016) to check the pump status. No symptoms were reported. Further information was received on (B)(6) 2016. It was clarified that after the MRI the patient couldn't get a bolus until 6:30 that night, but the patient received a bolus that day at 12:30 so the lockout was reported. It was also noted that the patient reported that she was "fine." Additional information was received on (B)(6) 2016. It was reported that the error code on the ptm was unknown. It was also noted that she may have seen an error code while the pump was stalled right after her MRI. The length or recovery of the motor stall was not reported. It was indicated that the patient refused to come in for a post MRI pump check the day of and the day after her MRI. It was stated once again that the lockout was appropriate as her lockout interval was 1 per 6 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.